Manufacturer narrative:
UDI: (B)(4). Further engineering analysis is expected to be performed for this device. The device has not been implanted.

Event description:
Boston scientific received information that this device recorded a code 1003 prior to implant indicative of battery low voltage too low for the projected remaining capacity. The device was never in service. No adverse patient effects were reported.

Event description:
Additional information indicates that this device was interrogated with no found resets or recorded codes. This device has been cleared for implant.